Event description:
It was reported that this artificial urinary sphincter (aus) stopped working as intended resulting in urinary incontinence. The aus was replaced, and there were no patient complications reported.